Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of pain at the ins battery site. It was unknown if there were any environmental/external/patient factors that may have led to the issue. A CT scan was performed as a diagnostic for the issue. It was unknown if there were any interventions/actions performed for the issue. A surgical revision was performed on (B)(6) 2019 where the device was explanted. The hospital was in possession of the explanted device and were notified to return to the manufacturer. It was unknown if the issue was resolved at the time of report. The patient status was also unknown. There were no further complications reported or anticipated.